Event description:
The physician attempted to use a nc sprinter 2.50 x 9mm rx balloon for post-dilation treatment of a newly deployed stent in the lad to ensure the stent was fully opposed to the vessel wall. The device was inspected and negative prep was completed on the device with no issues noted. On inflation to 8 atm's the balloon is said to have burst and 'dislodged' within the first few seconds of inflation in the vessel. The burst balloon stuck in the guide catheter and was retrieved using the guide. There were no reported patient complications.

Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed - (device or procedural images were not provided for review). Related to operational context - (balloon material may have been damaged by the deployed stent and/or the vessel morphology). Evaluation conclusions: unable to confirm complaint - (device or procedural images were not provided for review). Operational context caused or contributed to the event - (balloon material may have been damaged by the deployed stent and/or the vessel morphology). (B)(4).